Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a ventilator service required code related to the oxygen blending module was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. Additionally, the front enclosure was found to be cracked and it was replaced to address the issue. Also, the sensor board and flow sensor were replaced due to contamination. These issues were not related to the reportable malfunction/issue.